Event description:
Additional information received from affiliate on 23november2018: reportedly there was a five (5) minute surgical delay. The failure was noted during the arthroscopy and shaving with the shaverblade aggressive 4.0mm (product code 283419, lot m1803032). The case was completed with another shaverblade from another lot number which was readily available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during an athroscopy procedure, it was observed that there was a big metal abrasion on the shaver blade device. This event did not occur during surgery. It was not reported if there was a delay in the surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Additional information: subsequent follow-up with the customer, additional information was received. The reporter clarified that the metal shaving fell into the patient and were removed (the visible ones) by the shaver handpiece. Furthermore, it was confirmed that the patient status is good. Investigation summary the complaint device was received and evaluated. Visual observation of device revealed the presence of the white lubricant. The white creamy substance detected is teflon based lubricant and is intended to be on the shafts of the blades to reduce friction between the inner and outer shaft and to mitigate failures such as inner and outer blades sticking to each other and metal shavings.the inner and outer sleeves were separated and inspected for any damage. The devices had signs of friction and striation marks on the surface of the distal end of the outer sleeve. The friction marks indicate friction between the sleeves, which could lead to metal shavings as reported. Therefore, the reported failure can be confirmed. One possible root cause for the reported condition could be the excessive side loading during the use. Other than above mentioned possibility, we cannot discern any definite root cause at this point of time. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.